Event description:
It was reported that the device had a "corroded ethanal port". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced communication board for corroded. Replaced rear case, front case, lcd for broken. Install handle for missing. Replaced non alaris battery. Replaced iui corroded as found 9.33 sw as left ver 9.33. Tested pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2013 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to corroded sio assy bd pcu 1.5. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a "corroded eithanal port". No patient involvement.